Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right profunda artery was attempted using a proglide device after a coronary interventional procedure using a 6f sheath. The proglide device was inserted and the foot was deployed. Reportedly prior to deploying the needles, the device could not be advanced or retracted when attempting to position the foot against the anterior wall artery. A cutdown was performed to remove the device. It was then noted that the guide tube was separated from the guide. The two pieces were held together as the link was still looped in the suture bearing. Hemostasis was achieved with a patch. There was no adverse patient sequela. A clinically significant delay in the procedure and prolonged hospitalization was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide device was used in the profunda artery. It should be noted that the electronic proglide instructions for use (IFU) states: do not use the perclose proglide suture mediated closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.